Manufacturer narrative:
No device-related deaths or serious injuries were informed. Device malfunction cause the device to fail to perform its essential function and compromise the device's monitoring effectiveness, since it would not be able to process biological indicators. If this were to recur, the lack of biological indicators processing could affect the load release, which could contribute to a serious injury due to lack of sterile material.

Event description:
Customer reported that an autoreader would not boot up.